Event description:
The physician was using a neuron 070 to pass a taxus drug coated stent 3 mm x 20 mm. The stent did not pass through the lumen of the neuron and got stuck inside.

Manufacturer narrative:
Technical eval: the neuron was kinked and flattened in several sections. A 0.053" mandrel was inserted and passed through the catheter except for the distal section where the catheter was severely kinked. The physician was not able to insert the stent because of the multiple kinks and flattened sections of the device which reduce the roundness of the catheter; the device inner diameter was within specs. The kinks and flattened sections of the catheter may have occurred during the procedure. The DHR of this mfg lot has been reviewed and is attached. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on august 28, 2009. Incident # 0132. Part # 1097-01 / a, neuron dc 115 cm x 12 cm, straight. Lot # f12259 (same as l12259). Sub-assembly: pn0918-01/a, sa neuron 115 cm x 12 cm (lot # l12027). A review of the device history record (DHR) was completed on part # 1097-01/a (lot # l12259) and sub-assembly pn0918-01/a (lot # l12027). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. (B)(4). (B)(4). In addition, all destructive testing was completed per required process monitoring requirements and results met spec for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specs. No other anomalies were found with this lot due to the mfg process. The part released in this lot met process requirement.